Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the infusion set is confirmed but the exact cause remains unknown. One photo sample of a 20 ga safestep infusion set was provided for evaluation. The device is shown to be inserted within the patient. A red circle is drawn in the plastic housing of the device. A bead of fluid is visible on the external surface. The condition of the housing could not be clearly inspected for the presence of cracks or additional damage. Based on the information provided, possible contributing factors include damage during handling and sharp instrument damage. Since a leak appeared to be present in the photo provided, the complaint is confirmed but the lack of a returned sample did not allow for a determination of the root cause. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the the leak was found. Customer change the needle. No other information provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of aseyf043 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the leak was found. Customer change the needle. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. Discoloration was visible within the needle housing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from one of the adhesive application wells. Microscopic inspection of the sample with and without an ultraviolet light revealed multiple bubbles/voids in the adhesive within the housing. The incomplete coverage appeared to contribute to the fluid path resulting in the observed leak. The leak appeared to be caused by incomplete adhesive application during device assembly. The device is a supplied component and the supplier has been notified of this event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the the leak was found. Customer change the needle. No other information provided.